Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 12-nov-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The pump was being used to deliver saline. It was reported that the patient had a csf leak so they had to do an MRI on (B)(6) 2020 and a blood patch as well. Caller reported she pulled up the logs today and it shows there was a stall on (B)(6) 2020 and recovered 6 hours after and no other anomalies. Caller reported the patient heard the critical alarm after the MRI and has been hearing it intermittently ever since then up until about 2am this morning (B)(6) 2020. The patient is hearing it go off every 30-60 seconds, then it will go off again at a later time. Caller stated she confirmed with the patient that they were hearing the critical alarm. They reviewed how critical alarm works and reviewed based off the intervals that they are hearing them, they do not align with it. Then they reviewed the patient should have heard it post MRI but once the pump recovered it should have stopped. They reviewed to try to rule in another source for the other alarming the patient has been hearing. Caller reported the patient also started feeling the pump get hot after the MRI as well. The pump heating is also intermittent and does not align with when they are hearing the pump alarm. The rep was redirected to discuss information with hcp. Additional information received on (B)(6) 2020 stated that the pump heating is intermittent as well and does not align with when they are hearing the pump alarm. The pump heating is still ongoing. Caller stated she reviewed this information with the hcp and he stated they will continue to monitor the patient. She played the critical alarm for the patient and the patient confirmed that is what she has been hearing and ruled out any other sources. The patient will keep track of when the alarming and heating sensations are occurring and they will address it again if it continues to be an issue. There were no further complications reported/anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer via the manufacturing representative (rep). It was reported the cause of the p ump alarm was not determined/not noted. It was only reported by the patient. In an attempt to determine the cause, the patient was asked to record the sound when they hear it again. Other sounds were ruled out. The critical alarm tone was played for the patient and the patient confirmed they were hearing that sound. It was reported the pump alarm had been resolved. The cause of the pump heating had not been determined. However, the issue had resolved. It was also reported the csf leak (cerebrospinal leak) resolved. The patient's weight was unknown. It was confirmed the information provided had been confirmed with the account.